Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a folfusor had a crack in the coil cap. This malfunction was detected during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.